Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On the same day, it was reported that the patient woke up at 6:15 am and noticed that his dexcom was showing reading high. He took insulin and went back to bed. He stated that the readings eventually came down but remained inaccurate. No bg readings was taken at this time. His son found the patient and called 911 and paramedics arrived at their house. The paramedics checked with bg meter when they arrived and his reading was in the low 40s mg/dl. They treated the patient with IV 5% dextrose and glucagon pen. The patient refused further treatment and hospitalization. Before the paramedics left, his dexcom was already removed, and his bg meter was at 108 mg/dl. At the time of the report the patient was fine. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.